Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed the system was not switching on. Upon troubleshooting, fse found a fault in the front panel for gpdu. To resolve the issue, fse replaced the front panel of the gpdu. Afte replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.